Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened axium implant coil inner pouch. The echelon-10 micro catheter used during the event was not returned. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: the axium implant coil pushwire was found to be bent at ~65.1cm from proximal end and broken but retained by release wire at ~145.9cm. The implant coil was found to be stretched and damaged within the introducer sheath. The axium implant coil was unable to be pushed out further from the introducer sheath for additional evaluation as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil had resistance in the microcatheter. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm with a max diameter of 3 mm and a 2 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the spring coil had resistance in the microcatheter and couldn't be pushed out. No patient symptoms or complications were associated with this event. Additional information received reported the resistance was in the middle of the catheter. The coil came out of the introducer sheath smoothly. Continuous catheter flush was administered during the procedure. The spring coil had a kink and stretched shape. The microcatheter was not damaged. The catheter was a medtronic catheter.